Manufacturer narrative:
(B)(4). The reported patient notifier anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found. (B)(4).

Event description:
It was reported that patient presented in clinic after receiving a patient notification alert. Upon observation by physician, device was unable to vibrate. Patient is dependent on the patient notifier and has had no exposure to MRI. Device was explanted and a new device was implanted. Patient was stable post procedure.

Event description:
Device is under battery advisory.